Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-10389. It was reported that a log file showed a no external power alarm on (B)(6) 2022 at 14:31 with a loss of ac power while connected to the mpu. The patient and family did not recall hearing this alarm. They couldn't recall any specific loss of power to the home.

Manufacturer narrative:
Main investigation conclusion: the mobile power unit, serial: (B)(6), was returned following the reported event of atypical power cable disconnect which was investigated under the returned system controller, serial: (B)(6) (manufacturer's report number: 2916596-2022-10389). Per provided information, the new mpu was given to the patient but the power cable disconnect persisted. The alarm could be reproduced by manipulating the controller¿s power cables. The controller was replaced resolving the issue. The returned mobile power unit was connected to a mock circulatory loop for an extended period of time without reproducing any alarm. The mpu functioned as intended during analysis. Incidental findings: loose rubber encasing around the patient cable connector. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Heartmate ii instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate ii patient handbook, rev. C, section 3 entitled ¿powering the system¿ addresses the user to inspect the mobile power unit for dents, chips, cracks, or other signs of damage and not to use a mobile power unit that appears damaged. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.